Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and no alarm was generated when the saline bag ran out. It was reported by the caller, that after upgrading to the new software of the trupulse¿ generator, the varipulse¿ plus update, while testing the low fluid alarm setting there was no audible sound from the generator or the remote, or any warnings on the screen either. The caller added that they set the irrigation to 250mls at low flow and the threshold was set to 225ml and let the bag run out, but no alarm was generated.

Manufacturer narrative:
Device investigation details: technical services performed remote evaluation of the device and the service report was sent to johnson & johnson medtech for evaluation. The issue was not present during the technical services remote evaluation of the system. A device history record evaluation was performed for the finished device number sg25310198, and no internal action related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).